Manufacturer narrative:
Correction: this electronic medical device report (emdr) is being submitted to correct the submitted component code under h6. Additional information: this electronic medical device report (emdr) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation was performed based on the event description and the assigned malfunction code connection/adhesive issues- accidental - not infusion set related. Lot number was provided; however, the evaluation of the event description did not identify evidence of device malfunction or product-related failure. Based on the information available, the complaint is consistent with scenarios involving misuse, user-related factors, or no malfunction alleged, as reflected in the assigned malfunction code. In accordance with appendix 7.7 of work instruction (wi) [8.0] complaint handling, the need for additional investigation activities, including batch record review, product testing, or electronic quality management system (eqms) search, was evaluated and determined not to be warranted for this record. Corrective and preventive action (CAPA) determination - conclusion: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced with the infusion set fell off on as tape was not sticking. The patient was a runner and whenever patient rans lately the tape would come off of the infusion set.